Event description:
Physician from emergency room contacted dexcom technical support on (B)(6) 2013. Physician reported that on date of report, patient experienced a seizure due to hypoglycemia, and was admitted to the ER. Technical support contacted patient to collect further information. Patient reported to technical support that the receiver presented a vibratory alert at the time of the hypoglycemic incident. Patient acknowledged and cleared the alert. Patient reported that no auditory alerts were heard. At the time of her contact with to technical support, patient reported being in fine condition.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and no failure was detected. The device was determined to be operating within the required specifications without malfunction.